Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center, there was the possibility that this phenomenon was attributed to the excessive external force due to inappropriate handling by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the sdi input/output connector of the subject device was damaged. Other detailed information was not provided. There was no report of patient injury associated with the event.